Event description:
It was reported that the driver 314.463 was found broken in the hospital set. The tip is broken off, and it is not known how or when the driver broke. Consultant will return broken driver.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product development evaluation revealed that the visual inspection of the returned instrument shows that all four cruciform blades are broken off completely at their base. None of the cruciform blades were returned and there are no anomalies noted on any of the broken surfaces. Otherwise, the instrument is in good condition. The instrument was manufactured in april 2001 and is over 10 years old. The specific circumstances around the breakage are unknown but based on examination of the returned part there is no indication of a design or manufacturing related issue. The circumstances of how the cruciform blades were broken are unknown and without the blades, no definitive root cause can be determined. Therefore this complaint is indeterminate.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
This is report 1 of 1 for this complaint (B)(4).